Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced hypotension / pericardial effusion. Pericardiocentesis was attempted but the medical team was not able to complete it. From the start of the case, the patient was hypotensive, and the medical team was almost done with isolation in the right "vain". The issue was noticed during product use, after the right wide area circumferential ablation (waca)/during looking for breakthrough. They were doing the right lock-up, and when doing the activation map of the right "vain", they identified the possible effusion. The physician did not mention the cause of the adverse event, but the patient had been having low blood pressure throughout the case, even before going up with catheters. The medical team called an echocardiogram and found out that there was a small effusion, too small for them to tap. The medical team decided to monitor the patient at the lab as they seemed to be in stable condition. The patient was kept overnight and required extended hospitalization. This was the patient's first atrial fibrillation ablation procedure. The patient already had an atrial septal defect (asd) and a implantable cardioverter defibrillator (ICD lead). No steam pop was noticed during the procedure. A transseptal puncture was performed. The event is being conservative reported on the ablation catheter. Even though the pericardiocentesis was not completed, it was attempted and the patient required extended hospitalization afterward.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed as the device was discarded. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).